Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) got a blue screen and stopped working. He could power cycle the unit and it would work for a short time, but then it would go back to the blue screen again. The customer wanted to send the device in for evaluation, but never did. After repeated attempts at contacting the customer, the device was never sent in and no investigation was ever performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) got a blue screen and stopped working.